Event description:
It was reported that the customer had a reservoir and air bubbles anomaly on the insulin pump. The customer's blood glucose level was 264 mg/dl. The customer had already change the infusion set and reservoir. The customer was advised to monitor and call if problems persist. The customer was advised that the infusion set and reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.